Event description:
Iol cracked during implantation, lens explanted. Patient's prognosis is good.

Manufacturer narrative:
Spoke with (B)(4) from the facility. She believes cracked iol was not a product problem but may have been caused by mis-positioning of the lens during use.